Manufacturer narrative:
Date of event: (B)(6). Date of report: 30aug2019. The manufacturer's field service engineer performed troubleshooting with the customer. The customer was advised to check to make sure the oxygen monitor was calibrated and that the external oxygen sensor was oriented with the cable connector on top. The external sensor and oxygen solenoid was then replaced and the device retested. The customer was then advised to start the test from the beginning. The customer reported that the device was performing normally. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit was out of range during test 7 (oxygen accuracy). There was no patient involvement.